Manufacturer narrative:
Device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. This report is for first device used, for the second device used on the same patient, see MDR: 1118880-2018-00068.

Event description:
The user facility reported during a coronary intervention procedure on a normal patient; balloons in the tr band device would not hold air. Hemostasis was achieved by the third tr band device. Blood loss was less than 250cc, and there was no patient harm. The patient was reported to be in stable condition and hemostasis was achieved. The procedure outcome was good and the patient was discharged from the hospital safely.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The expiration date, UDI #, and device manufacture date have been provided. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One used tr band regular assembly was received for product evaluation. The tr band assembly and the tr band inflator were both returned, gross visual inspection of the returned product revealed no anomalies. The device was functionally leak tested. The tr band was inflated with 18 ml of air, and digital pressure was applied to the large and small balloon assembly to verify full inflation. The two sides of each balloon touched together indicating a leak was present. The tr band was then re-inflated and submerged under water. Bubbles were observed along the edge of the inflation balloon. Microscopic visual analysis revealed deformation along the seal of the inflation balloon which led to the rapid deflation. Three tr band inflation balloon samples were subjected to burst test. After testing, the three inflation balloons from the burst test had similar deformation that was observed in the inflation balloon on the actual sample. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, over inflation of the device can lead to bursts within the inflation balloon. However, the exact cause of the reported event cannot be definitively determined based on the available information.